Manufacturer narrative:
Siemens requested more information and instrument data files for further investigation. Customer did not make available any of the requested information. Siemens completed the investigation, focusing solely on hct performance of the card lot 04-23057-20; since chgb is calculated from hct. The in-house performance of hct for the card lot in question, 04-23057-20, did not identify any product deficiencies. Card lot 04-23057-20 was tested with blood and with aqueous control fluids at the time of product release. Card lot 04-23057-20 met product specifications at the time of release. Additional testing in aqueous control fluids was reviewed; all performed as expected and met product specifications. Therefore, there is no evidence from in-house test data that the system or reagent cards are not performing as intended. The cause of this event is unknown.

Event description:
The customer is alleging discrepant chgb and hct on a patient from siemens epoc device as compared to a non-siemens device. There was no report of injury due to this event.

Manufacturer narrative:
Siemens requested for more information and data files from the customer. Customer did not respond to siemens requests. Siemens is unable to conduct an investigation. The cause of this event is unknown.